Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. The reason for call was to request assistance making an adjustment. Patient said has noticed a return of symptoms about two weeks ago. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made a slight adjustment. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. The patient called back and reported that they had a revision (replacement) on (B)(6) 2023 because it stopped working. Patient did not explain the issue only that it developed in about the september-october 2023 time frame, so they had the revision on (B)(6) 2023. The patient's reason for call had been to inquire about their new ID card. They reported it wasn't in the box just a paper with their name, doctor name and serial and model on it. They stated they asked the manufacture representative in the outpatient area at the procedure if they would get their ID card and the patient stated the rep told them "yes" but the patient reported they hadn't yet gotten the permanent ID card. Patient services reviewed with the patient the device registration process and confirmed patient's address on record as accurate. The patient was going to wait for their new ID card to come.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.